Event description:
It was reported that this lead was extracted and discarded due to failure. Oversensing was suspected.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2026 recorded a stable pacing impedance of 600 ohms and a stable shock impedance of 50 ohms. The analysis of the provided iegm episode revealed artifacts on the ff and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.